Manufacturer narrative:
There was no patient present. When the representative observed this sudden shut down, he checked the output from the ups/transformer and found that there was no 120 v ac output. He also checked the batteries output and got 13.4 v dc from both the batteries. If the batteries had a charge and the switch on the back of the system was not engaged, there could be an issue with the power distribution coming from the uninterruptible power supply (ups). However, after the reported issue the medtronic rep tested the system on site and was not able to replicate the reported event. They have done 10 surgeries with this system and the issue has not recurred. The rep suspects that there was some sort of power fluctuation with the facility, but will replace the uninterruptible power supply (ups) as a precaution.

Event description:
A medtronic representative reported that the system had an intermittent issue related to losing power. He indicated that there was no error or message warnings on the screen and he did not hear any beeps to alert him the system was shutting down. He stated that the system goes off suddenly with no power to the screen or other components of the system. There was no patient present.